Event description:
It was reported that during lead implant procedure, impedance value was greater than 4000 ohms and pacing did not capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (left ventricular) electrode of the lead was covered in blood.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during lead implant procedure, impedance value was greater than 4000 ohms and pacing did not capture. The leadwas removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.